Event description:
The drain broke off in the pt and required surgical retrieval. Original surgery on 4/21/94, was laparoscopic assisted pelvic and periaortic lymph node dissection and enterorrhaphy. The drain was inserted on top of the peritoneum. Laparoscopic retrieval of the fragment was done on 6/9/94. The drain was located retroperitoneally.